Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received a bad sensor alert, calibration errors, and change sensor alerts. Blood glucose level at the time of the incident was 94 mg/dl. The customer also reported that she had a serter that would not function properly and locked up. Blood glucose level at the time of the incident was over 400 mg/dl. The customer reported having blood and sensor glucose readings that were 100 mg/dl apart from one another. The sensor was not replaced or returned for analysis.